Event description:
It was reported that the fenestrated bipolar forceps instrument was not being recognized by the system. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electric continuity passed. Engineering also observed the distal end of the main tube has various scratch marks with a couple of scratches deep enough to have a small amount of material removed. Based on the location and appearance, the scratches are most likely due to instrument collisions or mishandling during cleaning. No other damage found. The endowrist instruments instructions for use (IFU) does contain a handling precaution, as identified in the following test: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result.